Event description:
It was reported that the 1.0l bd¿ sharps collector red were missing lids. The following was translated from japanes to english: this report is about missing lid.

Manufacturer narrative:
Investigation summary: no photos or samples were received. Additional attempts to get more information were made, however customer confirmed there was no additional information available. According to the device history record review, during the manufacturing process no issues were reported for missing components (lids) for the lot number reported under this complaint (B)(4). A review of the ncmr¿s was performed; the results exhibit no issue reported for the same part number and issue throughout the last twelve months. According with this investigation there is not enough information provided from customer such as pictures of the original packaging in order to determine the root cause of this issue, however, based on lot number, we are able to confirm that product was manufactured by flex on (B)(6) 2023. The variables that could generate this failure mode such as handling, transportation, storage or partial sales from distributor are unknown. Additional information is required to discard issue was generated by distributor facility, since partial sells and controls to handle remaining material is unknown, therefore, the likelihood of sending boxes with incorrect quantity exist. In addition, the current manufacturing controls were reviewed, and confirmed the capability to detect this type of issue (missing lids). As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, five additional complaints were received through the last twelve months for the same part number and issue. These previous complaints were closed as non-manufacturing related and incomplete since there was not enough information provided from customer to determine the root cause. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. However potential root cause will be: 1. Non-controlled method to ship partial boxes to end user (re-packaging process). 2. Non-controlled handling within distributor facilities. Conclusion: based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since information such as picture of the original packaging, method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility is unknown. The controls were verified within the manufacturing process and confirmed as capable to detect the reported failure mode (missing lids) and no issues were found during the manufacturing process of the lot number reported.

Manufacturer narrative:
OEM manufacturer:the manufacturing location for this product is [flextronics]. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: none. H.4. Device manufacture date: none. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 1.0l bd¿ sharps collector red were missing lids. The following was translated from japanese to english: this report is about missing lid.